Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br is underfilling during use. The following information was provided by the initial reporter. The customer stated: the customer reports that the tubes don't accomplish with the draw volume, the vacuum ends too early. When the minimum volume is not filled they have a demand, and therefore the possibility of performing a new sample acquisition.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br is underfilling during use. The following information was provided by the initial reporter. The customer stated: the customer reports that the tubes don't accomplish with the draw volume, the vacuum ends too early. When the minimum volume is not filled they have a demand, and therefore the possibility of performing a new sample acquisition.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.